Manufacturer narrative:
Product analysis: analysis of the patient cable returned with the external pulse generator (epg) as an associated device found that it was broken and was implicated in the customer complaint of no pacing output in the epg. The patient cable was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable received into repair with the external pulse generator as an associated device tested out of specification during manufacturer's analysis. There was no patient involvement.